Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient revised for loose sleeve and stem. Update rec'd (3/6/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. We are adding the head and liner to address the metal on metal allegations. The complaint was updated on: 4/3/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The newly added devices associated with this report were not returned. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 7/21/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose femoral component. No labs were provided for the alleged high metal ions. No part/lot has still been provided for the head/liner. There is no new additional information that would affect the existing MDR investigation.